Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure for a lead, the device could not be interrogated. The procedure was continued and the lead was implanted successfully. After the procedure, the device was interrogated again and the interrogation was prolonged due to telemetry lockout. The device was able to be interrogated successfully and the patient was stable.